Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas e 411 immunoassay analyzer. The initial hcg + b result was 0.838 miu/ml. This result was reported outside of the laboratory. The sample was repeated approximately 2 hours later and the result was > 10000 miu/ml. The next day a new sample was obtained and tested on the customer's cobas 6000 e 601 module and the result was 2720 miu/ml. There was no allegation that an adverse event occurred. The hcg + b reagent lot number was 24044401 with an expiration date of 31-aug-2018. The field service engineer (fse) visited the customer site and completed instrument performance testing. No issues were identified during a review of the customer's instrument performance test data. The customer was not using rack adapters for the 13 mm sample tubes. Use of a rack adapter with 13 mm sample tubes is mandatory. The investigation was unable to determine a definitive root cause.